Event description:
Additional information: it was later reported that patient had experienced about two weeks of intermittent pain increase, nausea, chills, shaking and had noticed pump alarming; contacted the hcp later on (B)(6) 2012. As reported previously repeated pump motor stalls with recoveries were noted on the pump logs and some stalls were indicated to have lasted up to 12 hrs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient 'exhibited signs of withdrawal'. The patient experienced intermittent bouts of nausea and hot and cold flashes. The patient's pain control had always been suboptimal. It was noted there was injury. The patient reported hearing 'beeping' for approximately two weeks but did not call the clinic. At refills there had been no discrepancy between actual and expected residual volumes. The patient visited the hcp to investigate the issue. The pump was interrogated when the patient went in for a refill. It was noted the pump had been having motor stalls and motor stall recoveries since (B)(6) 2012. The motor stalls would last on average ten hours. The cause of the motor stalls was not determined. The pump was replaced. It was noted 'patient is doing well with good symptom control'. The pump was delivering compounded baclofen and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the returned pump revealed a motor/gear train anomaly and corrosion and/or wear and/or lubrication.

Manufacturer narrative:
(B)(4).